Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke while the surgeon was dissecting and a fragment fell inside the patient. The fragment was successfully retrieved during the same procedure. No additional surgical procedure was required to remove the fragment, nor were any post-operative tests, such as x-ray or ultrasound, performed to check for remaining fragments. The procedure was completed robotically using a back-up harmonic ace instrument. There were no post-surgical complications reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have one blade broken at the base. A piece approximately .6140" x .1190" was found to be broken off. The broken piece was returned.